Event description:
It was reported that a malfunction alarm occurred. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer continued to use current pump for insulin therapy.